Event description:
Boston scientific received information that this defibrillation lead was exhibiting intermittent loss of capture (loc) and increasing threshold measurements. It was noted the patient was in a bigeminy heart rhythm during threshold testing. An invasive procedure was performed, when the pocket was opened the lead was found to be dislodged. The lead was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found set screw marks on both the distal and proximal df-1 pins as well as the is-1 pin and is-1 ring. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.